Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. A new ra lead with the same model was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) is deemed a known inherent risk of the device.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. A new ra lead with the same model was successfully implanted. No additional adverse patient effects were reported.